Event description:
The customer returned the duodenovideoscope to the service center for a separate issue. During the device analysis, the service team indicates that debris on the light guide lens and pinhole on the objective lens cement. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. The date of event is unknown. A supplement report will be submitted if provided. A root cause could not be identified. Based on the results of the investigation, for the debris on the light guide lens the most probable cause of the complaint was not established and for pinhole on the objective lens cement the most probable cause of the complaint was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.